Event description:
The manufacturer received information alleging an issue related to a ventilator's keypad functionality. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel/keypad led pca was replaced to address the issue.